Event description:
The customer reported a failure code 570 during biomed testing. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.